Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 1987 - the patient underwent implant of a non bard/davol "mersilene" mesh during an exploratory laparotomy, sacral colpopexy, retropubic cystourethropexy, suprapubic catheter placement, and posterior colporrhaphy. (B)(6) 1988 - the patient was diagnosed with recurrent vaginal vault prolapse with central enterocele and without recurrence of anterior and posterior wall defects. (B)(6) 1988 - patient was admitted to the hospital post sacral colpopexy and posterior colporrhaphy with recurrent vaginal vault prolapse. Patient to undergo repeat sacral colpopexy. (B)(6) 1988 - patient underwent partial explant of the non-bard/davol "mersilene" mesh and implant pf "double layer marlex mesh" alleged bard/davol mesh during a sacral colpopexy. (B)(6) 1994 - patient underwent partial "mersilene mesh" explant and suture removal. On (B)(6) 1995 - patient underwent explant of unspecified mesh. (B)(6) 2003 - patient underwent revision of unspecified "marlex" mesh, implant " alloderm" graft and "mersilene" mesh (x2), second part: hernia repair with non bard/davol mesh. (B)(6) 2004 - excision of vaginal granulation tissue and "mersilene" mesh. (B)(6) 2005 - explant of unspecified mesh. (B)(6) 2007 - explant of unspecified extruded, infected mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Without product identifiers we were not able to confirm that the device used was in fact a davol mesh. As such review of the manufacturing records could not be conducted. Based off the patient's medical records the patient underwent multiple surgical procedures due to the chronic recurrence of the vaginal/rectal prolapse, in which numberous mesh were placed and excised. Based on the information provided it is unclear if the patient was implanted with a davol mesh. With the current available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.